Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) - the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d284vrc, implantable cardioverter defibrillator, implant date: unknown. (B)(4).

Event description:
It was reported that during a prophylactic replacement of the right ventricular (rv) lead, the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.